Manufacturer narrative:
H10:the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed to the photograph using the naked eye and the reported condition is not clearly observed via the provided photograph. Due to the nature of the returned sample no additional testing could be performed. Therefore, the reported problem could not be verified or refuted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a interlink system non-dehp i.v. Catheter extension set leaked. It was further reported, the leak was "at the point of attachment to the IV catheter hub". It was further reported the device leaked blood and unspecified fluids; along with, backflow of blood. This issue was identified during patient infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.